Event description:
A surgeon reported seven additional cases of inflammation and cells in the anterior chamber following intraocular lens (iol) implant surgery. All of the surgeries involved uncomplicated cases and iol implantation. The duration of the surgeries varied between 17 and 25 minutes. Some pts (not specified) were given preoperative artificial tears or glaucoma medication. The surgeon stated that most pts will be followed up in a couple of months. This pt was treated with medications. In a follow up conversation with the surgeon, he reported he is no longer adding levorenine and geomycin to the bss and that he has improved his technique in surgery. The surgeon reported he has not had any new cases of inflammation recently. (B)(4). This is a bilateral file and this report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).